Event description:
Revision surgery - the patient was unstable due to large amounts of bone loss, which led the surgeon to change the glenoid head and insert. There was nothing wrong with the implants.

Manufacturer narrative:
The reason for this revision surgery was instability. The in-vivo length of patient service for the implant was 25 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed as non-product related. The root cause for the instability was reported as large amounts of bone loss. The root cause for the bone loss was not reported. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.